Event description:
Report rec'd from (B)(6) states that the line to the cutter stopped working. The surgeon pushed the line back into the cutter and was able to complete the surgery. There was no impact or injury to the pt.